Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery would not charge. Another wall charger/usb cable were used with no success. Customer reverted to using manual injections for insulin therapy. Blood glucose was 321 mg/dl.